Event description:
It was reported that the foley catheter was difficult to inflate during pretest. When the water was injected with full force, it was unable to deflate.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. With some difficulty, the catheter balloon was inflated (with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Attempted to deflate balloon passively and solution could not be withdrawn. Solution was withdrawn by aspiration. Dissected balloon and found that the notch was not perforated completely. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to inflate during pretest. When the water was injected with full force, it was unable to deflate.